Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was further reported that the patient underwent a gynecological procedure on (B)(6) 2012 and bard lynx was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat thickened endometrium, possible submucosal fibroid vs. Endometrial polyp, and stress urinary incontinence and mesh was implanted along with the concurrent procedures of diagnostic hysteroscopy, mesh placement, cystoscopy, and repair of umbilical hernia. It was reported that the patient underwent partial mesh excision on 9/13/2006 due to incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.